Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient's chiropractor made a back adjustment, the patient felt a "pop" and immediately felt symptoms like "something wasn't right." It was reported that the right ventricular (rv) lead exhibited high thresholds, undefined impedance,and noise. It was further noted that the rv lead had a confirmed fracture. The lead was initially programmed off, then later that same week, the lead was capped and replaced. It was further noted that the patient suffered from bradycardia and a heart block. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.